Manufacturer narrative:
This report is submitted on april 13, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021, due to the patient requiring electroconvulsive therapy for a medical condition. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on 18 may 2021.